Event description:
It was reported that patient experienced high blood glucose and was treated with correction injection via (mdi) manual insulin injection, also patient reported he doesn¿t use room temperature insulin when filling the cartridge on (B)(6) 2026.

Manufacturer narrative:
Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.